Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high voltage lead impedance. After repeated testing, the lead high voltage impedance anomaly persisted. It was suspected that the lead was fractured. On (B)(6) 2019, the lead was capped and replaced successfully. The patient remained in stable condition throughout the event.